Manufacturer narrative:
This supplemental report is submitted to provide the results the legal manufacturer¿s investigation. Please see updated sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. This device was released prior to countermeasures for a change in the operational amplifier circuit design of the dr board, and it is likely that the issue occurred due to a failure of the operational amplifier. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there was a possibility that the inside of the mask will black-out in the 180 scope). Countermeasure products had been shipped on or after (B)(6) 2018.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. A faulty patient board set was causing the issue of no image. In addition, it was found the picture-in-picture (pip) connector was causing the loss of the pip signal. The universal serial bus (usb) connector board, rear panel, and front panel chassis were also corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the evis exera iii video system center had a black display and there was no image/signal. The issue was found during preparation for use. No patient involvement was reported.